Manufacturer narrative:
Prod is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Eval is pending upon the return of the product.

Event description:
In 2008, the sales rep reported that during surgery the surgeon was explanting the screws when the tip bent on the driver. There was a surgical delay of ten minutes. The malfunction has resulted in an adverse event in the past.